Event description:
It was reported that the light cable from decompression tubes was plugged into wrong light source. We smelled an odor, took out the cable and noticed it was blackened.

Manufacturer narrative:
Method: device not returned; results: manufacturing records were reviewed and no anomalies were found. The device was disposed of by the hospital. The surgical technique states that "light cable must be used with a light source that has been tested to iec safety standards", however the light cable was plugged into an improper light source. Conclusion: the root cause is deviation from user instructions.

Event description:
It was reported that the light cable from decompression tubes was plugged into wrong light source. We smelled an odor, took out the cable and noticed it was blackened.